Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and was able to duplicate the reported issue. Stryker determined a faulty reed switch was the cause of the reported issue. The device was archived by stryker and the customer received a replacement.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.